Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after a very large pasta meal for which only a usual meal announcement was made, with the ilet showing limited insulin on board and a recent infusion set change reported as functioning earlier in the day. Symptoms included elevated blood glucose readings, including a sensor value reported as ¿high¿ and later 372 mg/dl, without loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included remote troubleshooting and education, review attempt of device data that was not accessible due to an incompatible phone, and counseling on monitoring, travel preparedness, and coordination with a healthcare provider. Investigation of this case revealed that the hyperglycemia was consistent with underestimation of carbohydrate intake and meal size relative to announcement, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal announcement and carbohydrate load.